Manufacturer narrative:
Dates estimated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device remains in the patient. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The additional patient effects are being filed under a separate medwatch report. Literature titled, 1 year outcomes after edge-to-edge valve repair for symptomatic tricuspid regurgitation. (B)(4).

Event description:
This is being filed to report the death captured in the literature review. It was reported through a research article identifying mitraclip that may be related to patient death, heart failure, stroke, hemorrhage, infection, renal failure, edema, mitral regurgitation, tricuspid regurgitation, hospitalization and medical/surgical intervention. Details are listed in the article, titled 1 year outcomes after edge-to-edge valve repair for symptomatic tricuspid regurgitation. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices were not provided. It should be noted that, per the intended use section of the mitraclip system instructions for use (IFU): " the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation". There is no indication that the user technique influenced in the reported issues. The reported patient effects of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effect of death for the patients could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director. The reviewer stated that in this article no individual patient information is available. The rates of reported complications are within the expected range in such a severe patient population. There was no evidence that the reported death were related to the device.